Event description:
Boston scientific received information that approximately three years ago, oversensing was noted on this left ventricular (lv) lead which inhibited lv pacing. Also noted, was high capture thresholds. Troubleshooting was done with the assistance of boston scientific technical services (ts) and the issue could not be resolved. A chest x-ray was done and showed that the lead had dislodged. Ts discussed that the lead should be repositioned, but that turning off lv sensing would also be a potential option. Recently information was received that this patient had an episode of heart failure exacerbation. The device was evaluated and the field representative consulted with ts as to why lv sensing may be programmed off. It was noted that the recent thresholds were good. Ts discussed the likely issue of lv oversensing and possible evaluation options. Additional information was received that the patient's heart failure was not caused by any device issues, but reprogramming was performed to optimize pacing for the patient's condition. Also, it was noted that the field representative was not aware of any revision procedures occurring three years ago, around the time of the initial event. Therefore, at this time, it appears that no surgical intervention has occurred. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.